Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that the probe unit had sharp dents. Wear and tear was observed on the device. In addition, there was chip on the objective lens and four broken elements of the ultrasound image. Evaluation is still ongoing and supplemental report(s) will be submitted when any information is available.

Event description:
The device was sent in for repair for an issue with balloons popping during a spy procedure at the liver of a patient, at which time the estimation team observed the probe unit of the device to have sharp dents. There is no reported harm or adverse impact to the patient.

Manufacturer narrative:
Due diligence performed. Additional information is not available for this event, except for initial reporter information. This supplemental report is being submitted to provide

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormality in manufacturing, concession, and variation. The device has no similar repair history. For the issue of the dent in the probe unit, it is likely the probe unit was damaged because external force was applied to the distal end due to handling. The instructions for use includes the following statements that may have prevented the issue: do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result.